Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. No x-ray. There is no report or patient injury or death.

Manufacturer narrative:
A ge service representative evaluated the system and reseated a ribbon cable connector. The system operates as intended.